Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Technical support guided the customer through resetting the pump, ensuring it was charging, entering storage mode, and waking up correctly. The customer was instructed to load a cartridge and continue using the pump, with assurance to contact technical support should the malfunction recur.